Event description:
Meter name: surestep enhanced. Strip name: unknown. Meter code: unknown, strip code: unknown. Strip storage: unknown. Symptoms: "shaky, jittery, sweat, dry mouth and itch palms and feet". The pt reported that they were not able to test on the meter and that the pt went to the ER. The meter allegedly was not powering on. No result was obtained from the meter. The result on the hosp meter was 41mg/dl. There was no comparison between the pt's meter and any other device. The treatment was "nitroglycerin under tongue (nurse thought it might have been due to heart condition first). After checking sugar, customer was fed turkey sandwich and orange juice." The pt tried a new battery in the meter.